Event description:
It was reported that the right ventricular (rv) lead had high capture thresholds for an extended period of time as well as noise episodes that had been recorded during the year. The pace/sense portion of the lead was capped and replaced; the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID: d224drg ICD, implanted: (B)(6) 2009. (B)(4).